Manufacturer narrative:
Summary of device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the proximal gold connector kinked at e2, the implant severely stretched at proximal, the distal loops deformed/damaged and to be attached to the pusher; no part of the device appears to be missing. The pusher's heater coil was received compressed with no burn marks indicating the device was not activated using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization implant coil detached unexpectedly while positioned halfway within the catheter and halfway within the aneurysm. A portion of the device was retrieved using a snare and stent retrievers. A portion of the coil was left in the aneurysm, protruding into the parent vessel slightly. The patient was placed on dual anti platelet therapy and the tail is expected to be covered by endothelialization.